Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on what is reported in description of event and without the device returned, no exact root cause of this event can be determined, and no conclusion can be drawn. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: during the preparation, the physician confirmed surface irregularity which seemed to have come from the coating material, so he activated the coating. Although the coating material looked practically removed, he attempted to insert the delivery system into a male patient by left approach. The patient was suitable for the endovascular repair with 7.8 mm access route. There was no enough additional space between the delivery system and vessel diameter of the access route, so resistance was encountered during insertion. The physician was concerned that the hydrophilic coating might not be effective and judged that it would be risky to continue insertion of the delivery system without the coating. He decided to stop using the device, and changed it with another manufacturer's same-sized device (34 mm (30 mm) - 200 mm). The procedure was completed successfully as planned. Patient outcome: there have been no adverse effects to the patient reported.